Event description:
It was reported that the patient experienced diabetic ketoacidosis (dka) on an unspecified date. The patient reported that pods were consistently falling off, while wearing the pod for an unspecified duration, causing the cannula to dislodge. The patient reported experiencing dka as a result of pod failure. No information was reported regarding the patient¿s blood glucose levels, symptoms, length of medical visit, and treatment. Further attempts are being made to obtain additional information. If further information becomes available, it will be reported via a supplemental report.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 4.0.2 operating system: bp4a.251205. 006.a166usqu7dzea hardware: sm-a166u cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.